Manufacturer narrative:
The device has not yet been evaluated. The investigation is ongoing.

Event description:
The user facility reports that the doctor experienced a wound burn in the patients right eye during cataract surgery. Her initial thought it could have been a clogged phaco tip. The patient required two sutures. Upon initial stepping on the pedal for aspiration through the phaco needle there was no aspiration and then a plume of white came from the aspiration port. The surgeon immediately stopped and removed the instrument from the eye and switched to chop setting (high aspiration) and pushed on the pedal all the way and occlusion was relieved outside of the eye but they wound burn had already occurred. The rest of the case went okay (moderate density of cataract) but had to place two cornea sutures (patient was a multifocal toric iol) and is waiting to hear if the wound is sealed. Patient has postop day one visit later today.

Manufacturer narrative:
A functional test was performed using a bl3170 stellaris ultrasound handpiece. The handpiece was run at 100% power for one full minute. The needle did not get hot during testing. In addition, a flow test was performed and the needle found that the needle is not blocked. It cannot be determined how this tip was handled or how many times it has been used. The root cause of damage cannot be determined. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is complete.